Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. One day after onset, the patient was hospitalized for the event and on the same day, the patient began treatment for the peritonitis with vancomycin, [ip], intraperitoneally (one gram in first bag, then every fourth day) and fortam, ip, (one gram in first bag, 500 milligrams in each exchange, frequency not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal/extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.